Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), a penumbra system jetd reperfusion catheter (jetd), and a stent retriever. During the procedure, the physician completed one pass in the target vessel. Next, while removing the velocity and stent retriever, the physician found that the velocity had fractured at the proximal end four inches from the hub. Therefore, the velocity was removed. The procedure was completed using another velocity and the same neuron max, jetd, and stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned velocity confirmed that the device was fractured on its proximal shaft. If the velocity is retracted from a parent catheter at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed that the device was kinked, and the strain relief was stretched. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Placeholder.